Manufacturer narrative:
Insulin pump passed the displacement test but compromised force sensor system alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform the occlusion, prime/compromised force sensor system and excessive no delivery test due to compromised force sensor system alarm. Insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, stained end cap sticker, stained address/serial number label, cracked belt clip slot, cracked case reservoir tube window corner and cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they received compromised force sensor system alarm. Customer said that the blood glucose level was over 200mg/dl and was high for her and was not able to treat it. Customer was unable to troubleshoot for high blood glucose levels. Customer was advised to revert to back up plan per healthcare professional¿s instructions. Customer stated that the drive support cap appeared normal. The insulin pump will be returned for analysis and a replacement pump will be sent.